Event description:
The patient received more medication than intended. The pump was returned to the biomedical department with an unsigned note that stated, "from w4. Machine malfunctioned. Registered 2mg used, but 8mg missing." No specific programming parameters were provided. The customer contact stated, "the pump did not function correctly" and the nurse "stopped it and sent it down for repair." There were no reported adverse patient effects. No medical interventions were required.

Manufacturer narrative:
The device passed testing including delivery accuracy. The device accurately incremented and displayed the delivered volume. The pump history was printed at the manufacturing facility. A review of the history indicates that on an unspecified date at 1250, the pump was programmed in the pca only mode to deliver a 1.0mg/ml concentration, a 2mg pca dose, with a 6 min lockout, a 30mg 4 hour limit and the door was locked. Between 1347 and 0919, there were seven 2mg patient initiated deliveries. The door was opened and a 14mg total was cleared. Between 0919 and 0417 on 10/25/2005, there were five 2mg patient initiated deliveries, the door was opened and a 10mg total was cleared. Between 0600 and 0752, there were two 2mg patient initiated deliveries, one 1.6mg particle delivery and the alarmed with an empty syringe. The door was opened and a 5.6mg total was cleared. Between 0909 and 1139, there were three 2mg patient initiated deliveries, the door was opened and a 6mg total was cleared. Between 1332 and 1453, there was one 2mg patient initiated delivery, the door was opened, a 2mg total was cleared and the device was powered off. A review of the history indicated the device delivered as programmed.